Event description:
Md was using reprocessed harmonic shears in a laparoscopic case, was crimping tissue when smoke was noticed. The device was removed and retested outside the patient field where additional smoke was visible coming from the device. Device was removed and replaced. No harm to the patient noted. Manufacturer response for harmonic shears, stryker reprocessed harmonic shears (per site reporter): unknown at this point.